Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a procedure performed in 2005(patient gender, age, and weight are unknown). According to the complainant, the balloon was removed due to a leak a few hours after replacement. The procedure was completed with another device. The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1827.

Manufacturer narrative:
The lot number (4449890) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. Functional evaluation of the returned device revealed, a pinhole in the balloon. The balloon was examined microscopically and no evidence was found to determine the cause of the pinhole. There was no evidence to suggest material or workmanship issues contributed to the pinhole.